Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assembly. The front panel was installed into a functional vela unit and powered in service mode for testing. Performed touch screen calibration and the touch screen was responsive to input. The reported problem of unresponsive touch screen was unable to be duplicated. There is visible water ingress into the resistive touch screen. No patient involvement was indicated. This is considered a known issue and addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated touch screen is not responding when touch. There is some spot on screen. Vela respirator (B)(4) has fault touch screen error. Touch screen is not responding when touch. I have investigated touch screen there is no spot on screen but it's not working. No patient involvement per the "ventilation complaint form".

Manufacturer narrative:
B)(4). Remove ps within the catalog number on supplement 001.